Event description:
It was reported a revision was performed due to dislocation/luxation.

Manufacturer narrative:
(B)(4). The affected devices were returned and evaluated. In an analysis performed by our research department: visual inspection of the returned devices showed scratches on the articulating surface of the femoral head, likely due to the reported dislocation. Visual inspection of the liner showed damage on the rim and mating surface; this likely occurred during removal. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.